Manufacturer narrative:
Section a2, d8, h1: correction.

Manufacturer narrative:
Manufacturing analysis conclusion: the reported event of a driveline power fault alarm was confirmed via the log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file ((B)(4)) was submitted for review with events spanning approximately 1 day ((B)(6) 2020 per time stamp). Driveline power fault alarms were active throughout the log file between 10:58:49 ¿ 11:19:19 and between 11:48:47 ¿ 13:00:19. Pwr_a_broken faults were intermittently active with the driveline power fault alarms. Pump operation was not affected. Additional provided information indicated that the driveline power fault alarm did not return following the system controller and modular cable exchange. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient experienced a driveline fault events on (B)(6) 2020. The alarm cleared on (B)(6) 2020 at 11:19:19 but returned on (B)(6) 2020 at 11:48:47. Log file analysis noted the alarm remained active during the remainder of the logfile. The patient modular cable and controller was exchanged. No further information was reported. Related MFR: 2916596-2020-01748.